Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked. This occurred during fill one of peritoneal dialysis. The patient stated there was a hole in the tubing of the patient line extension. The extension line was primed without any leak. The home patient will start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, functional testing including leak testing and clear passage testing were performed. The reported condition was verified as a leak from a hole in the tubing approximately five inches from the patient connector. The cause was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.